Event description:
Same case as MFR's #'s: 6000093-2006-00579, and 6000093-2006-00580. Prior to a diagnostic procedure, a foreign substance was found on the catheter. During preparation it was noted that there was a film on the catheter. A total of three catheters were found to have this film. No pt injuries or complications were reported.